Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (120 mcg/ml at 59.93 mcg/day) and diluadid (1000 mcg at 499.6 mcg/day) via an implantable pump. It was reported that the patient had a return of symptoms (pain) over the last couple months. The pump had not been functioning appropriately and that the catheter may be kinked. The hcp recently attempted to conduct a dye study, but was unsuccessful as we was unable to aspirate the catheter. He stated that the patient's reservoir volume would be higher than what was noted in the clinician tablet at refills, insinuating that there was an issue with the pump. It was noted that the patient had lost weight and that it could have been a factor. He made the decision to not only revise the catheter, but to also replace the pump and send it back for analysis. The hcp removed the entire pump segment (27.9cm) and 14.5cm of the tip segment due to the inability to aspirate. Once those segments were removed, csf flow was noted. A new pump segment was attached and the catheter was successfully aspirated.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2016; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-jan-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.